Event description:
Mammary vessel dissected after injection to visualize the vessel. The dissection occurred at the osteal of the intended mammary. The pt was taken to surgery for corrective action. Normal injection settings were used. Diagnosis or reason for use: injuect coronaries for visualization.